Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units power cord is stuck. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: 4032, contact person phone number: (B)(4) a getinge field service engineer visited the site. Repaired the faulty power cord mechanism. Fix the retractable power cord mechanism. Handed over to the customer.

Event description:
N/a